Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Decline in user's hearing performance after a head trauma. Re-implant had been completed on (B)(6) 2017.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report. Note: this report was submitted on 16.jan.2018 but was mislabeled as follow up 2. The information remains the same but the imdrf codes have been updated for this resubmission.

Event description:
A decline in the user's hearing performance after a head trauma was reported. Re-implantation was carried out.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
A decline in the user's hearing performance after a head trauma was reported. Re-implantation was carried out.